Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize te connection) was confirmed due to bent pins on the belt receptacle. The monitor was unable to complete detect and treat testing. The root cause of the bent pins was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to recognize a te connection.